Manufacturer narrative:
The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope cultured (B)(6) for achromobacter xylosoxidans and candida albicans after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
According to the original equipment manufacturer (OEM) the root cause of this case is as follows: although no reprocessing procedure deviations were observed, insufficient reprocessing due to improper reprocessing procedure is a potential cause of contamination.

Manufacturer narrative:
An engineer was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the scope that tested positive. There were no deviations found during the audit. The sampling observation was only for the sampler due to the facilitator quit this job. An endoscopy support specialist (ess) was dispatched to observe the technician who reprocessed the scope, however, an observation/in service was not able to be conducted as the technician was no longer working at the facility. The scope was recultured the sample which was collected from the endoscope tested positive for bacillus licheniformis(1cfu). Microbiologist of ot judged that bacillus licheniformis was categorized as low concern. Persistent organisms were not detected during re-culturing. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The scope was sterilized at an independent laboratory and returned to the service center for a physical evaluation. A visual inspection was performed and a black stain was observed on the suction channel wall at the scope connector side. In addition, kinks and scrape marks were noted on the instrument channel wall at the bending section area. There were no signs of foreign substance/materials/stain found with the instrument channel or the external components; insertion tube, bending section cover, bending section cover glue, elevator forcep raiser, distal end cover, light guide lens/glue,and objective lens/glue. The scope passed the leak test. The cause of kinks and scrape marks on the biopsy channel wall can be attributed to handling. A review of the service history indicates the scope was purchased on march 11, 2015 and has received service via two repairs in the past two years. These repairs were not related to any positive patient or scope cultures, and the scope was last repaired on (B)(6) 2018. As part of the investigation an endoscopy support specialist (ess) was dispatched to the user facility to observed the reprocessing technique of the technician that reprocessed the scope that cultured positive. However, an observation could not be conducted as the technician is no longer employed. The cause of the reported positive culture cannot be determined as the investigation is ongoing.